Event description:
Based on additional information received on 04-dec- 2017, this case initially considered as non-serious was upgraded to serious (important medical event of device malfunction added). This unsolicited case from united states was received on 04-dec-2017 from other non-health care professional. This case concerns a female patient (age unspecified) who received treatment with synvisc one injection and after unknown latency the patient experienced increased pain post injection/tooth ache like pain in right knee, also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection (dose, frequency and indication: not reported; lot number: 7rsl021 and expiration date: 31-may-2020). On an unknown date in 2017, unknown latency of receiving the injection the patient experienced increased pain post injection. Patient had tooth ache like pain in right knee. Action taken: unknown. Corrective treatment: not reported for both. Outcome: unknown for both. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 04-dec-2017 and 07-dec-2017 (processed together with clock start date of 4-dec-2017). Verbatim was updated from increased pain post injection to increased pain post injection/tooth ache like pain in right knee. An additional event of device malfunction was added with details. Seriousness criterion was added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 04-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced increased pain post injection/tooth ache like pain in right knee. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.